Event description:
The customer reported the system displayed a communication error message when they pushed the fluoro button. This error is likely to result in a system lock up or shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, system interface board and fluoro functions board were replaced. The system was then found to be operating as intended.